Event description:
It was reported that the patient was undergoing a spinal fusion using 2 esu's and 2 ground pads (rt. Buttocks & left thigh). The patient was wrapped in blankets & warming pads. The surgeon was not achieving the desired cut effect and requested an increase in wattage. The circulating nurse checked the ground pad locations and discovered a burn on the left thigh under the ground pad. An 8 cm. X 8 cm. Skin graft was performed to repair the burned area.